Manufacturer narrative:
A review of our customer records reveals that the treating facility did not report this incident into amo. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
A pt reported she had laser vision correction in both eyes 4 years ago and has experienced difficulty with her vision in her right eye. In addition the pt reported she is also experiencing severe dry eye. The pt's initial treatment was for monovision and she was treated for near vision in her right eye and far vision in her left eye. She indicated that she has had one enhancement treatment on her right eye since the initial treatment. During follow-up visits with her doctor she indicated that she was diagnosed with map dot dystrophy and a scar in her right eye. Currently her right eye is correctable to 20/50. The pt has been told by a different eye care practitioner that her only treatment options are for a corneal transplant in her right eye.